Manufacturer narrative:
Patient imaging obtained by the manufacturer and this supplemental report contains updated information; b1, b5, h1, f10/h6.

Event description:
In (B)(6) of 2021 the patient underwent a procedure to place an absorbable nasal implant system. In (B)(6) of 2023 the patient presented at the user facility and reported that the implant was palpable and became more visible under the surface of the skin. It appears the implant has not dissolved. There has been no additional medical intervention taken as a result of the event at this time. *update* patient imaging was obtained by the manufacturer, and it was observed that the latera implant had dissolved, and the intended fibrous collagen construct had been formed. No medical intervention has been taken as a result of the event.

Event description:
In (B)(6) 2021 the patient underwent a procedure to place an absorbable nasal implant system. In (B)(6) 2023 the patient presented at the user facility and reported that the implant was palpable and became more visible under the surface of the skin. It appears the implant has not dissolved. There has been no additional medical intervention taken as a result of the event at this time. *update* patient imaging was obtained by the manufacturer, and it was observed that the latera implant had dissolved, and the intended fibrous collagen construct had been formed. No medical intervention has been taken as a result of the event. *update* it was reported by the patient that a revision procedure was conducted in the country of brazil, and it was reported by the patient that the degraded implant was removed along with fibrous tissue and discharge.

Manufacturer narrative:
Updated information.

Manufacturer narrative:
H3 other text : device remains in the patient.

Event description:
In (b)(3) of 2021 the patient underwent a procedure to place an absorbable nasal implant system. In (b)(3) of 2023 the patient presented at the user facility and reported that the implant was palpable and became more visible under the surface of the skin. It appears the implant has not dissolved. There has been no additional medical intervention taken as a result of the event at this time.